Event description:
It was later reported from follow-up received from the physician that the lead required further evaluation, but the patient refused further treatment and hasn¿t been seen for several months. No patient complications have been reported as a result of this event.

Event description:
The patient called to report going to the emergency room after receiving a shock due to a broken lead. The patient also inquired about the common risks of replacement verses removal of the lead. Additional information has been requested and not yet received. The lead was reprogrammed off and remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the patient that the lead was defective.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).